Manufacturer narrative:
High test results; (B)(4) no consequences or impact to patient (B)(4). The evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The account stated a patient sample ID (B)(6) generated falsely elevated architect c8000 calcium of 4.32 mmol/l but repeated on architect c16000 at 2.39 mmol/l. The falsely elevated architect c8000 calcium result was not reported outside of the laboratory. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Updated information: during evaluation the likely suspect medical device changed from calcium, list 3l79-21, lot 01950un11 (stated on the initial report) to architect c8000, list 1g06-01, serial (B)(4). Evaluation: service went onsite and found that the architect reagent covers were not seated correctly and may have caused a slight obstruction to the reagent probe. Service seated the reagent covers correctly. Results for calcium on the c8000 and c16000 now match. A search of the service history for the instrument was performed, with no issues noted. A search for similar complaints for the reagent carousel cover was performed and all tickets were resolved through normal troubleshooting and no discrepant results involved. A review of the metrics did not identify any adverse or non-statistical trends for the reagent carousel covers. The architect system operations manual, reagent inventory management, states that when loading reagent cartridges, close the reagent supply center cover(s) by pushing the cover(s) down until you hear a click. The manual lists multiple probable causes and corrective actions for erratic results. Categories for probable causes include sample contains fibrin clots or particulate matter, sample or reagent probe is damaged and hardware failures. Based upon the data available and the results of this evaluation no product deficiency was identified.